Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to clean the speaker holes and attempt to resume insulin by reconnecting the cartridge. Despite these efforts, the customer could not resume insulin delivery. Reportedly a new cartridge was loaded, and insulin delivery was resumed.